Event description:
Customer reported that the large access panel has teeth that dod not connect when an attempt is made to close it. Also, teeth do not connect on one of the corner zippers that connect to the top portion of the canopy. No pt incident or injury reported.

Manufacturer narrative:
(B)(4): evaluation: results: inspection of the returned product found the panel side b slider body is open on a pt access. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. (B)(4).